Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician was not able to tighten the right atrial (ra) port setscrew to secure the lead. A new device was used. No patient complications have been reported as a result of this event.